Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6) 2007 from a massotherapist. Ptc number: (B)(4). A (B)(6) old female patient with unspecified relevant history had received several injections of poly-l-lactic acid (sculptra, 3 vials in total, duration of treatment: three months) for cosmetic indication in 2005. Batch number and expiration date were not provided. Two years after injections of poly-l-lactic acid (sculptra), physician observed inflammatory granulomatous reaction with marked edema on right cheek for which he had injected corticoids as corrective treatment; the physician phoned to have more information about outcome and corrective treatment. At the time of this report, outcome is ongoing. Further information was awaited.

Manufacturer narrative:
Follow-up received on (B)(6) 2008. From (B)(6) 2003, the patient had received 3 injections (one by mouth) of poly-l-lactic acid diluted with 7 cc of sterile water for injections (deep intradermal subcutaneous administration). On (B)(6) 2007, the very tanned patient (marked sun exposure during the summer) presented with inflammatory granuloma with edema and redness all over the right hemiface. At examination, inflammatory and painful nodules were noted on cheek and cheek bone of right hemiface with a small nodule without inflammation on left side. Biopsy showed no specific inflammatory granuloma. Corrective treatment: antibiotherapy with tetracycline for three weeks and intralesional injections of corticoids. Outcome with sequelae: atrophic lesion on right hemiface persisted following corticoid injection, small non-inflammatory nodule.